Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v991333, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v884064, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v991333, product type: lead. Product ID: 3389s-40, lot# v884064, product type: lead. (B)(4).

Event description:
It was reported that the battery only lasted 23 months. There was a 50% or greater symptom reduction. The device was interrogated and they found low battery life. Action required was a battery replacement. The cause of the event was determined and was not device related. The patient had recovered without permanent impairment.